Event description:
It was reported that on (B)(6) 2026, a 29mm tailor flexible annuloplasty ring was chosen for a procedure. After the implant, a backflow was noted. The ring removed and replaced with a new 29mm tailor flexible annuloplasty ring.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information